Manufacturer narrative:
Additional information provided in h.11. The root cause for the reported complaint could not be determined. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported with a description of many lenses that were initially implanted upside down and had to be flipped. Additional information has been requested.